Event description:
It was reported that during the implant procedure, there was positioning difficulty with the lead and the helix could not be extended. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: full lead (B) (4) no anomalies found. There was inner tubing kinked/buckled in the medial section noted.